Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low bipolar impedance and unipolar impedance in the low 200's. Atrial noise was observed on the egms. The atrial polarity was changed to the unipolar configuration.